Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("excessive and abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), weight increased ("weight gain"), migraine ("migraine"), fatigue ("fatigue"), abdominal pain lower ("cramping"), rash ("rashes"), urticaria ("hives") and bacterial vaginosis ("bacterial vaginosis"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, alopecia, weight increased, migraine, fatigue, abdominal pain lower, rash, urticaria and bacterial vaginosis outcome was unknown. The reporter considered abdominal pain lower, alopecia, bacterial vaginosis, fatigue, genital haemorrhage, migraine, pelvic pain, rash, urticaria and weight increased to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pain") and genital haemorrhage ("excessive and abnormal bleeding") in an adult female patient who had essure (batch no. 787221) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". The patient's medical history included aching (r) knee and numbness. Concurrent conditions included dysplasia, low back pain, dizziness, abdominal pain, bloody diarrhea, rectal bleeding, hemorrhoids, dysfunctional uterine bleeding, anxiety, nasal discharge, sore throat, acute pharyngitis, thoracic pain, itching all over, skin flushed, vasculitis, herpes labialis, mood swings, pre-menstrual tension syndrome and uterine bleeding. Concomitant products included alprazolam (xanax). On (B)(6)2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis") and vaginal discharge ("vaginal discharge"). In (B)(6) 2016, the patient experienced urticaria ("rashes or skin conditions type: hives left forearm, upper lip") and rash generalised ("all over body rash"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), migraine ("migraine"), fatigue ("fatigue"), abdominal pain lower ("cramping") and rash ("rashes") and was found to have weight increased ("weight gain"). The patient was treated with cetirizine hydrochloride, diphenhydramine hydrochloride, hydroxyzine, methylprednisolone acetate (depomedrol), ranitidine hydrochloride (zantac) and surgery (underwent salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, genital haemorrhage, rash, urticaria, bacterial vaginosis, dysmenorrhoea, dyspareunia and vaginal discharge had resolved and the alopecia, weight increased, migraine, fatigue, abdominal pain lower, vaginal haemorrhage, menorrhagia and rash generalised outcome was unknown. The reporter considered abdominal pain lower, alopecia, bacterial vaginosis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, rash, rash generalised, urticaria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: a transvaginal ultrasound showed well placed essure coils and no intrauterine pathology. The patient felt that her pelvic pain was due to her essure coils and desired removal. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records :pain,dysmenorrhea, urticaria, vaginal discharge, hives. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-may-2019: quality safety evaluation of ptc. Incident- we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("excessive and abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), weight increased ("weight gain"), migraine ("migraine"), fatigue ("fatigue"), abdominal pain lower ("cramping"), rash ("rashes"), urticaria ("hives") and bacterial vaginosis ("bacterial vaginosis"). The patient was treated with surgery (underwent salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, alopecia, weight increased, migraine, fatigue, abdominal pain lower, rash, urticaria and bacterial vaginosis outcome was unknown. The reporter considered abdominal pain lower, alopecia, bacterial vaginosis, fatigue, genital haemorrhage, migraine, pelvic pain, rash, urticaria and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2018: quality safety evaluation of product technical complaints. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pain") and genital haemorrhage ("excessive and abnormal bleeding") in an adult female patient who had essure (batch no. 787221) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". The patient's medical history included aching (r) knee and numbness. Concurrent conditions included dysplasia, low back pain, dizziness, abdominal pain, bloody diarrhea, rectal bleeding, hemorrhoids, dysfunctional uterine bleeding, anxiety, nasal discharge, sore throat, acute pharyngitis, thoracic pain, itching all over, skin flushed, vasculitis, herpes labialis, mood swings, pre-menstrual tension syndrome and uterine bleeding. Concomitant products included alprazolam (xanax). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis") and vaginal discharge ("vaginal discharge"). In (B)(6) 2016, the patient experienced urticaria ("rashes or skin conditions type: hives left forearm, upper lip") and rash generalised ("all over body rash"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), migraine ("migraine"), fatigue ("fatigue"), abdominal pain lower ("cramping") and rash ("rashes") and was found to have weight increased ("weight gain"). The patient was treated with cetirizine hydrochloride, diphenhydramine hydrochloride, hydroxyzine, methylprednisolone acetate (depomedrol), ranitidine hydrochloride (zantac) and surgery (underwent salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, rash, urticaria, bacterial vaginosis, dysmenorrhoea, dyspareunia and vaginal discharge had resolved and the alopecia, weight increased, migraine, fatigue, abdominal pain lower, vaginal haemorrhage, menorrhagia and rash generalised outcome was unknown. The reporter considered abdominal pain lower, alopecia, bacterial vaginosis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, rash, rash generalised, urticaria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: a transvaginal ultrasound showed well placed essure coils and no intrauterine pathology. The patient felt that her pelvic pain was due to her essure coils and desired removal. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records :pain,dysmenorrhea, urticaria, vaginal discharge, hives. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-apr-2019: pfs received. Lot number added. Historical and concomitant condition, medication added. Treatment drug added. Events : abnormal bleeding (vaginal), menorrhagia, all over body rash, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge , essure confirmation test not performed were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.